Event description:
Customer reportedly obtained a result of 3.4 inr on the coaguchek xs system and 2.3 inr on a comparison lab. No treatment info provided. No adverse event reported.

Manufacturer narrative:
Event occurred in other country.